Manufacturer narrative:
Sections with additional information as of 30-jan-2025: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: customer returned 2 bags of syringes. Complaint was forwarded to supplier quality based on complaint's description for investigations. Unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples most likely underlying root cause: mlc-009: use error caused or contributed to event

Manufacturer narrative:
Internal report reference number: (B)(4) syringes were returned - product evaluation in process. Note 1: customer contacted manufacturer on 20-dec-2024 to report that she had not received the replacement products - order was re-shipped to the customer. Note 2: manufacturer contacted customer in a follow-up call on 06-jan-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. The customer stated that two of the syringe needles were bent in a u-shape and that it appeared like the check mark was upside down. Customer stated that she had removed the cap and the syringe needles had been bent. Customer stated she had discarded the bent needles but would return the product that was left in the box. The package was not open or damaged when received by the customer. The customer has been using the product for one month. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.